Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to the wires from the lid reed relay being incorrectly routed under the resistor coil causing them to be crushed and shorted together. The wires being shorted together caused the device to act as if the lid was permanently closed. The customer received a replacement device.

Event description:
The customer initially reported that their device would not emit any voice prompts when the lid of their device was opened. Later, it was determined that the device was not powering on when the lid was opened. There was no patient use associated with the reported event.